Manufacturer narrative:
A ge service representative performed an on site investigation. The charger board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported quick stop error. This causes the system to shutdown. This could cause procedural delays. There is no report of injury or death associated with this event.